Event description:
The hospital reported that during an endoscopic vein harvesting procedure, distal insufflation on the cannula of the vasoview 6 pro was not working properly. Flow from insufflator was confirmed and available at the trocar. It was distal insufflation that was not being visually observed. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).